Event description:
It was reported the customer experienced multiple occlusion alarms with her pump. The customer did not provide a blood glucose level. Reportedly, a replacement pump was sent to the customer to resolve the issue.